Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch #589d68. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with the proximal 6 drivers up without staples, the remaining drivers down with staples present, and the swing tab in the locked position. Upon visual inspection, the reload deck was noted damaged in the proximal end. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The event reported was confirmed and is related to improper use of the device. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. Failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 589d68, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.